Event description:
Report received of an inability to deliver medication through a clave port. The pt was receiving an unspecified hydration solution via the primary piggyback gravity set, which was connected to the pt's IV access site. The pt was ordered to receive an unspecified concentration and rate of pitocin via a pump set and plum pump. The pump set was connected to the primary piggyback gravity set at the distal clave y-site and the pitocin infusion was initiated. Reportedly, when the pump set was connected to the distal clave y-site of the gravity set, the pump sounded an audible alarm and displayed the message "occlusion". The nurse reportedly disconnected the pump set from the clave y-site and observed fluid coming out of the clave. The nurse again attempted to connect the tubing with the same results. The nurse resolved the issue by replacing the gravity set and reconnecting the pitocin solution to the distal clave y-site on the replacement tubing. The pitocin solution was then administered with no further problem. There was no reported adverse pt effect. Though requested, there was no further info available.